Event description:
Two dexcom g7 sensors in a row gave very inaccurate data, causing my tandem t:slim x2 closed loop insulin pump to give incorrect insulin doses. When I called dexcom to report the problem and ask for replacement sensors, they refused. Reference report: #mw5151887.